Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had never had therapeutic effect since being implanted. The patient reported that he still feels like he needs to go to the bathroom and only goes a little when he does. The patient stated that the manufacturer representative (rep) adjusted the stimulation to 1.1 v within a year of implant, but the therapy was not helping. The patient stated they do not feel stimulation in the correct area, the patient stated they feel stimulation in the inside top of their left leg. The patient stated they thought the stimulation was off because they didn't feel it, then the day previous to the call the patient felt a vibration like it had turned back on. The patient noted this feeling when he was sitting. The patient still felt it on the day of the call and the patient was trying to turn it off. When the patient synced to the implantable neurostimulator (ins) the stimulation was on, and they were using program 4 at 1.1 v. The patient was able to turn stimulation off and they confirmed they were not feeling the vibrating after the stimulation was off. The patient stated they were not sure if the stimulation had turned on unexpectedly. The patient planned to leave the setting as they were and follow up with their healthcare professional (hcp). The patient reported lack of therapy, urgency, retention since implant. The patient started to feel a vibration unexpectedly when sitting on (B)(6). The patient also mentioned they had prostate surgery, but that it was unrelated to the device or therapy. Additional information from the hcp reported the patient had not been in contact with the hcp office since (B)(6) 2013. The hcp stated they planned to contact the patient to schedule him for a follow up interstim device check. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.